Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30mg/dl, and a loss of consciousness. The cause of the low bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.